Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the collimator iris on the 9900 system closed down. No patient injury was reported.